Event description:
For the first 24 hours having dexcom g7, reading is off by at least 40 making you stay in hyperglycemia or hypoglycemia very long until you do a finger stick several times to control. It can last a whole night where it will alert you every 5 mins that you are low sugar then eat candies, and it continues not reading. I wear omnipod insulin pump so rather it will inject you too much insulin or no insulin for poor readings. One night I was low for 5 hours since it was reading high but in fact, I was low and my pump was injecting insulin on top of all. Have to eat candies the whole night. And finger prick every hour.